Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, foreign matter was observed by the user in a tube. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 2020-feb-2024. H.6. Investigation summary: bd received one (1) returned sample and three (3) photos from the customer for investigation. Upon review and of customer photos, a black foreign matter (fm) particle can be seen at bottom of tube. Additionally, the customer sample was visually inspected, and fm was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer's reported defect based on customer sample and photo analysis. No definitive root cause from the manufacturing process has been identified as a contributor to the customers reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, foreign matter was observed by the user in a tube. No health impact or consequence reported.